Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that intermittent altitude alarms occurred. Customer changed the cartridge; however, the alarm reoccurred. Customer's blood glucose was 134 mg/dl. Customer reverted to using manual injections for insulin therapy.